Event description:
A (B)(6) male pt contacted zoll customer support to report a battery pack fault. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As rec'd, the battery would not charge in the charger or power on a monitor. Upon eval, there were mis-matched tri-cells at 3.579v, -4.104v, and 3.574 volts. The cause for the inability to charge or power on a monitor is the mis-matched cells. The root cause for the mis-matched cells cannot be positively identified, but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.